Event description:
Caller reported a malfunction on the pump, identified with malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support resolved the issue by arranging a replacement pump for the customer, including instructions on software updates, storage mode, and returning the defective pump, while ensuring a backup insulin delivery method was in place.